Event description:
It was reported by service report that the foot end lift would not go down. The customer reported that they did not know if there was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Sensor coil cable.